Event description:
It was reported that during da vinci assisted surgical procedure, the vessel sealer "jumps" when the doctor is initiating the cautery function. Isi rep was present at the procedure. Dv stat called and technician was able to see it as well. Movement was not being made by the surgeon. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred when surgeon had her head in console and was trying to manipulate the instrument. The instrument jumped on its own. The instrument jumped/ jerked when surgeon was attempting to use cautery function. It occurred couple of times. Surgeon stopped her immediate action. Surgeon would reposition appropriately. We called dvstat and were instructed to get a new vessel sealer. There was no injury to patient. The instrument was inspected prior to use with no damage noted. The vessel sealer will be returned to intuitive. The individual from dvstat stated they saw the instance occur. The patient demographic information was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion issue, an investigation is in progress to determine the cause of this reported event. The vessel sealer instrument was analyzed. Failure analysis investigations did not replicate nor confirm customer reported complaint. The vessel sealer extended (vse) instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests. The vse instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues and passed the cut test. The vse did not jump or move unexpectedly during sealing. The instrument was retested and passed all in-house testing on both attempts. The vse was fully functional. The grip input disks were manually articulated, and the grip tips opened and closed without any issues. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. There was no damage at the distal wrist. The housing was removed for inspection and found no damage. There was no problem detected. Issues related to instrument errors or complications using the vse reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The vse was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the vessel sealer instrument moved with unintuitive motion. The instrument jumped in an unexpected way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.